Event description:
Caller reported a malfunction on pump, identified as a software error with malfunction code malf 0. There was no reported impact to customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted caller with the reset, and confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to report any future issues.